Event description:
Arthroscopy for removal of loose body (knee). The inside portion of the cutter broke apart in the knee. This was not known until draining the excess fluid from the knee & a piece fell out. Xray taken - no more metal fragments found in the knee. After the case was finished, another piece was found on the floor by the surgeon.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.